Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav), with a 22 millimeter (mm) non-medtronic balloon, was performed three times to ensure full valve expansion. The inflation time was approximately three seconds. After the third time the valve dislodged aortically. It was reported that capture was not used on the temporary pacing and the balloon kept pistoning, which caused the dislodgement. A second valve was successfully implanted. No additional adverse patient effects were reported.